Manufacturer narrative:
H.6. Investigation summary bd received 3 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for spot in tubes/ embedded foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for spot in tubes/ embedded foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tube had foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "the following issue was found in tubes (367933) from lot 0100288: spot in tube x3."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tube had foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated, "the following issue was found in tubes (367933) from lot 0100288: spot in tube x3."